Manufacturer narrative:
The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, cracked and bleeding lcd glass, detached/missing end cap, dog chew marks in case and minor scratches on display window noted. The lcd glass, end cap and display window was damage due to dog chew.

Event description:
Customer reported via phone call that the dog had ate parts of the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.